Manufacturer narrative:
This is a definitive report.

Event description:
On (B)(6) 2016 at 6 pm, a (B)(6) year-old female patient received artz into her left subacromial bursa for periarthritis scapulohumeralis. On (B)(6) 2016 around noon, she experienced swollen fingers and occipital itching. On (B)(6) 2016 she visited the dermatologist and was prescribed oral steroid. However it did not seem to work for her and she experienced the erythema in the left hand through the arm, the right hand through the elbow and the left hip through the lateral thigh. The size was bigger than a palma and accompanied by plaque. On (B)(6) 2016 at 9 am, she visited the injection physician since her symptoms did not subside. The injection physician decided to stop artz injection for her. She has not visited the injection physician since then.